Event description:
On 05/15/2007, the patient stated that, last week, she experienced a partial separation of her infusion set tubing at the luer-lock connection. She stated that she checks her system on a regular basis and she observed the separation while at home late in the evening. She immediately replaced her infusion set tubing once she observed the separation. The patient did not report any blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.